Event description:
It was reported the pt ((B)(6)) was experiencing intermittent stimulation. Lead migration was suspected, but not confirmed. The pt turned stimulation off for two weeks in (B)(6) 2012, followed by reprogramming to no avail. The pt underwent a successful trial using an alternative external high frequency system made by a different manufacturer. It was decided that the st. Jude medical ipg would be explanted and replaced with the high frequency device. The explanted device will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.